Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegratet. The material number has been updated and batch number was provided on the label with the returned product, which is reflected in this follow up report.

Manufacturer narrative:
The material number has been updated and batch number was provided on the label with the returned product, which is reflected in this follow up report.